Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued and the patient was placed on hemodialysis. It was unknown if the patient required hospitalization. Treatment information was not reported. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.